Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Complaint trending of the odor/smells issue was reviewed from april 2017 to october 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. An asp account manager was made aware of the event of the overdue maintenance and contacted the customer to discuss retraining. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. He observed the filters were saturated with oil and noted the planned maintenance was past due by 200 cycles and service should have been called in by the customer. He proceeded to perform preventative maintenance and the vacuum pump oil, catalytic converter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. No parts were returned since they were saturated in oil. (B)(4). Asp complaint ref #: (B)(4).

Event description:
A customer reported a strong smell or odor emitting from their sterrad® 100nx sterilizer and three healthcare workers experienced reactions to the odor. An asp field service engineer was dispatched to assess the unit onsite. This complaint is for healthcare worker (hcw) #1 who has asthma and experienced an asthma attack when she entered the room where the odor was. She experienced coughing and throat irritation. She also complained of having a migraine. The other two healthcare workers¿ symptoms were not considered serious and were deemed not reportable. Upon follow-up with the healthcare worker #1, she stated she immediately left the area of the smell and used her albuterol inhaler which she has for an ¿athletic induced asthma¿ and uses before exercising. She returned to her department but continued to have trouble breathing, so she went to occupational health (oh) and then was sent to the emergency room (ER) since (B)(6) did not have breathing treatments. She was given a ¿dual-nebulizer¿ treatment, and a steroid by mouth. She felt better and returned to a different department and finished her shift the same day. Later in the evening, the hcw took an existing migraine medication she had on hand (name of medication unknown) for her continuing migraine headache which she said lasted approximately two days. The following day she returned to work and said her breathing became difficult again and returned to the ER where she received another dual-nebulizer treatment and a 2nd dose of steroid that was prescribed the previous day. She stated after the treatment, she felt better but returned home to rest for the remainder of the day and the following day. The hcw returned to work on (B)(6) 2017 and reported she no longer had any symptoms and was feeling good. Based on the information received in the complaint, this event is being reported as a serious injury. The hcw has a pre-existing history of asthma which can lead to hypersensitive reactions to odors/fumes; however, the hcw received additional medical treatment and intervention for her respiratory symptoms related to odor, and this event is deemed reportable. This complaint will be reassessed if new information becomes available.